Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss connected a vitrectomy cutter to the machine and found no issues and was not able to reproduce the issue reported. The fss also the fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear resulting in a vitrectomy performed. The incision was enlarged and the anterior chamber intraocular lens was implanted. In addition, the surgery center indicated having an issue with the disposable vitrectomy cutter handpiece was not aspirating efficiently as it was programmed to cut at 1500 cuts per minute (cpm). The procedure was completed by using a backup system. No negative outcome is expected.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.